Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation (afib) ablation procedure with a smart touch unidirectional sf for which biosense webster¿s product analysis lab (pal) identified a separation between the pebax and electrode section, a lifted electrode and white foreign material underneath the electrode. It was initially reported by the customer that during the operation, removing the catheter from the patient, it seemed that blood was penetrated into the spring part of the device. A second device was used to complete the operation. There was no adverse event reported on patient. The customer's reported blood inside the spring area of the device issue is not considered to be MDR reportable since the potential risk that it could cause or contribute to a serious injury or death to the operator or patient is remote. On 16-sep-2025, the bwi pal revealed that a visual inspection of the returned device found a separation between the pebax and electrode section, a lifted electrode and white foreign material underneath the electrode. These findings were reviewed and assessed as MDR reportable malfunctions since the integrity of the device has been compromised.

Manufacturer narrative:
Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection of the returned device was performed. Visual analysis revealed reddish brown material inside the pebax and a separation between the pebax and electrode section caused by a lifted electrode with a white foreign material underneath. The lifted electrode could have caused the reddish material to enter inside the pebax; however, this cannot be conclusively determined. Then, a fourier transform infrared spectroscopy was performed and revealed that the composition of the foreign material particle on the electrode showed characteristics of a polyethylene-base material with a second material sulfate barium (baso). Review of catheter's manufacturing process revealed no relation with materials used during any operation, as such, the source of origin of contamination remains unknown. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The reddish material inside the pebax reported by the customer was confirmed. The potential cause of this issue could not be determined. The instructions for use (IFU) contain the following recommendations: do not scrub or twist the tip electrode because damage to the tip electrode bond may occur and loosen the tip electrode or damage the contact force sensor and affect measurement accuracy. In addition, in order to prevent damage to the catheter tip, verify compatibility between the sheath and catheter, advance the catheter through the sheath prior to insertion. Any sheath < 8.5 f is contraindicated. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. The ¿suspected medical device¿ reported in section d of this report is not marketed in USA or approved by the FDA. However, it is being reported as biosense webster considers this as a similar device to smart touch unidirectional sf approved under p030031/s078. E1. Initial reporter phone: (B)(6). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).